Event description:
A female patient was presented to the interventional lab for angioplasty procedure of an unknown lesion. The vessel was described as moderately calcified and tortuous with an 80 percent stenosis. The information states that product looked normal during prep and the packaging was not damaged before it was opened. When the physician attempted to cross the lesion felt some resistance. Upon inflation of the balloon with an inflation device, the balloon ruptured at 8 atmospheres. There is no information as to how the procedure was completed. There was no injury to the patient. The product will not be returned for evaluation and testing.